Event description:
It was reported that during a stenting treatment procedure, premature stent deployment occurred. The 100% stenosed target lesion was located in the mildly tortuous and heavily calcified superficial femoral artery. Pre-dilation was performed to 3.0mm. A 6x100x130 innova stent was advanced , but was unable to cross half of the occluded lesion subintimally. Multiple dilations were performed, but the stent appeared to be "jamming" in the subintimal space. After several unsuccessful attempts, the device was removed and it was noted that 2-4mm of stent had begun to deploy, although the thumbwheel lock was still intact. The procedure was completed with non bsc stent. There were no patient complications reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Manufacturer narrative:
Device evaluated by MFR: examination of the returned product revealed the thumbwheel lock was positioned on the thumbwheel; however, it cannot be determined if the thumbwheel lock was removed then replaced during handling/use of the device. The outer shaft was kinked at the nose cone. The stent was protruding 1mm from the distal end of the delivery system. There was no other damage. There was no evidence of any quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, premature stent deployment occurred. The 100% stenosed target lesion was located in the mildly tortuous and heavily calcified superficial femoral artery. Pre-dilation was performed to 3.0mm. A 6x100x130 innova stent was advanced , but was unable to cross half of the occluded lesion subintimally. Multiple dilations were performed, but the stent appeared to be "jamming" in the subintimal space. After several unsuccessful attempts, the device was removed and it was noted that 2-4mm of stent had begun to deploy, although the thumbwheel lock was still intact. The procedure was completed with non bsc stent. There were no patient complications reported and the patient¿s status is stable. This product is only ous approved but it is similar to an approved us device.